Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the highly tortuous and calcified right coronary artery (rca). After several guide wires crossed the lesion, a stent was implanted in the distal portion of the rca. Another stent was advanced to treat the proximal lesion. However, it hit a big piece of calcium and the device failed to cross the lesion. While the physician pulled one of the wires, the tip of the wire broke off into the artery. It was a non-bsc guidewire. The detached tip was attempted to remove using a snare device but it was unsuccessful. The physician decided then to implant a stent and trap the dislodged tip against the vessel wall. A 4.00x16mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but the stent came off from the stent delivery system but was still in the guide catheter. The guide catheter was removed together with the stent at the same time. A 3.5mm synergy stent was then advanced to cover the detached tip and another 3.5mm synergy stent was deployed to complete the procedure. No patient complications were reported.